Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The softcomponents of the up button are worn down heavily. Therefore, moisture may entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that, after changing the insulin cartridge, the check button on the patient's infusion device was not functioning. The patient changed the battery in the infusion device, but the button still would not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.